Manufacturer narrative:
The patient was also the initial reporter, so personal information was not entered. The model# was not provided. Lancets are not 510(k) cleared.

Event description:
A (B)(6) customer stated her fingers were causing pain and bruising every time she used lancets from a particular box. This happened with 6 of the lancets. Upon further investigation, she noticed the lancets were bent in the upper part of the needle. She looked at several more lancets and observed the same problem. The customer used peroxide on her fingers and then sealed the puncture with band-aid nail polish. The customer was advised to return the box of lancets. New lancets were sent to her.

Manufacturer narrative:
The customer returned an empty lancet box, lot# y09a5s along with some used lancets. An inspection of the used lancets found bent needles, but this was likely due to the used lancets being pushed into the end cap after use. They also returned a second box of lancets that was not involved in the initial complaint; lot 17115b. Examination of lot# 17115b did not confirm bent or abnormal lancet needles.